Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and pink. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: there was a cracked from the top of battery compartment to the pump case seal. Moisture corrosion was visible in battery compartment. The pump cover was removed to inspect internal components. No moisture was visible in the pump compartment. Dim pink display screen was found. Open the pump cover to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text. There was a chip/ broken at the top of cartridge compartment. Inspecting the cartridge compartment by using microscope, there was no moisture visible inside cartridge compartment. The keypad symbols were worn. Initial reporter: (B)(6).